Event description:
The customer contacted stryker to report that the device is not responding to lid opening and closing and thus not powering the device on/off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device is not responding to lid opening and closing and thus not powering the device on/off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be the reed switch, designator sw5. The customer has been provided with a replacement device. The returned device was archived by stryker.